Manufacturer narrative:
This report 2647580-2018-05906 was sent in error as a duplicate for MFR report number: 1219930-2018-06442, any additional information received in the future will be captured and submitted under the report number 1219930-2018-06442.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic pancreatoduodenectomy procedure, the device was unable to fire. It was replaced with a competitors product to complete the case. There was no patient injury.